Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint, and completed the device evaluation. During failure analysis (fa), the customer reported issue was confirmed. A broken instrument main tube with an unreturned piece measuring approximately 0.082¿ x 0.133¿ was found. This failure is most commonly caused by instrument mishandling and misuse. Furthermore, additional unrelated observations were identified during fa. Severe indentations were found on the proximal clevis. The proximal clevis, as well as the rest of the distal subassembly, were found to be completely detached from the instrument main tube. A broken grip cable at the distal end was identified. A broken conductor wire at the distal end was found. The instrument was subjected to electrical continuity, and failed testing. No signs of thermal damage were observed. Various scratch marks with light material removed on the main tube were found. The scratch marks measuring approximately 0.078¿ to 0.111" in length were not aligned with the tube axis. This failure is attributed to instrument mishandling and misuse. Lastly, a broken pitch cable at the distal end with no evidence of instrument mishandling was identified. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No procedure video or image was submitted to isi for review, no additional technical analysis was conducted. Product & event verification: a review of the instrument log for the fbf instrument lot# n13200113 / sequence 0421 associated with this event has been performed. Per logs, the instrument was last used on the reported event date of (B)(6) 2020 on system sl0258. The alleged event occurred on the 4th use of the instrument. The instrument has 6 remaining usable lives with no subsequent use recorded. This complaint is a reportable malfunction event due to the following: the fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). It was reported that during a da vinci-assisted total benign hysterectomy procedure, the fenestrated bipolar forceps (fbf) instrument operated with no functional issue. During instrument removal, the user experienced resistance. Upon inspection, the instrument was found stuck due to a "dislocation" on the shaft and wrist. Troubleshooting was performed by removing the instrument with the cannula out of the port and undocking the universal side manipulator (usm) arm. This resolved the issue. Once this was completed, the user continued the procedure and completed it using the same system with all usm arms functional with no further issue reported. No fragment fell into the patient. Per the event description, there is no indication that the product was not being used as intended. There is no evidence that the isi device caused, contributed to an adverse event, or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. The instrument & accessory user manual states, ¿always have a backup instrument or accessory available to complete the surgical procedure in case of instrument failure.¿ evaluation by failure analysis confirmed the primary issue of resistance during instrument removal. Additionally, the secondary failure analysis finding confirmed that the pitch cable was broken at the distal end of the instrument with no evidence of user mishandling or misuse. While there was no harm, or injury to patient, the reported failure mode could cause, or contribute to an adverse event if it were to recur. This instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument has 6 remaining usable lives, therefore, had not expired. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the fenestrated bipolar forceps (fbf) instrument operated with no functional issue. During instrument removal, the user experienced resistance. Upon inspection, the instrument was found stuck due to a "dislocation" on the shaft and wrist. Troubleshooting was performed by removing the instrument with the cannula out of the port, and undocking the universal side manipulator (usm) arm. This resolved the issue. Once this was completed, the user continued the procedure and completed it using the same system with all usm arms functional with no further issue reported. No fragment fell into the patient. No known impact, or patient consequence was reported.